Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device started running but shut off when direction was changed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a podiatry surgery, it was observed that the electric pen drive device had no movement and did not work at all. There was a five minute delay in the planned surgical procedure. An identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.